Event description:
Customer stated the following "they have had 3-4 operations where the loops have ruptured during use. They use the loops as indication at nerves and/or temporary occlusion of small vessels during micro surgery" the device was in use during the alleged malfunction/event, no injury was reported. They did state they had to "search" for missing bits before closing the patient which extended operation time.